Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and analysis of the device memory found the elective replacement indicator is the result of high internal battery resistance. Product performance data was reviewed and analyzed. High resistance/impedance was noted to cause elective replacement indicator. Battery depletion was also noted as elective replacement indicator due to high battery impedance was logged on (B)(6) 2012 prior to explant. (B)(4) was installed on (B)(4) 2011. (B)(4).

Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.